Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an integrity bare metal stent was implanted in a patient approximately 13 days post expiry. The physician did not notice that the stent was past its expiry date. No damage was noted to packaging. No issues were noted when removing the device from the hoop. The device was not inspected. Negative prep was not performed. No medical/surgical intervention required and patient injury reported.

Manufacturer narrative:
Correction: implant date (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.